Event description:
It was reported the patient presented in clinic on (B)(6) 2025 after a magnetic resonance imaging (MRI) procedure was performed on (B)(6) 2025. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode with no back-up defibrillation option (bdfo) available due to off-label use with the MRI. The ICD was successfully restored. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 ¿ should indicate that the back-up mode exhibited by the implantable cardioverter defibrillator (ICD) occurred following an off-label MRI procedure and that there was no back-up defibrillation option (bdfo) available. Section g3 ¿ the awareness date should have been 4 apr 2025 rather than 2 apr 2025. Section h6 ¿ "2929 - environmental compatibility problem" should be included as a medical device problem code.

Event description:
It was reported that prior to performing a magnetic resonance imaging (MRI) procedure, the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was successfully restored. There were no patient consequences.